Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a 50 ml bd syringe luer-lok¿ tip was "uneven" which could lead to leakage or injury. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: our quality engineer inspected the returned unit and confirmed the reported observation of a deformity and cross threading of the needle collar. A device history record review showed no non-conformance's associated with this issue during the production of this batch. The complaint was reviewed with the production team. It was determined that there is a point during assembly process, at the in-line leak test station, where force could be exerted on the syringe tip and may cause the type of damage observed. Customer complaint trends are evaluated on a monthly basis. The appropriate personnel will continue to monitor the trends of this defect. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.